Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited r-wave sensing problems and varying capture thresholds. The lead was removed and replaced. During the procedure, it was noted that the helix would not extend. The patient was stable.